Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) showed elective replacement indicator (eri) and single chamber fixed rate (vvi 65), but no reset message was indicated and no battery measurement was displayed. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.